Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's pump gave her 10 units of insulin this morning when the customer was sleeping. Caller stated that this has never happened before. Customer's blood glucose was high during the night. Customer was getting up periodically and saw she had 10.4 units active. Customer had to have crackers and juice. Customer's blood glucose was 91 mg/dl. Customer's current blood glucose is 77 mg/dl. Customer knows the cause of her high blood glucose and declined troubleshooting. Customer's blood glucose was 307 mg/dl during the night and she also had readings of 400 mg/dl and 480 mg/dl at one point. Customer will return the pump and will be sent a loaner pump.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Reset the settings and programmed the correct time and date, primed pump, and monitored for five days. No unexpected bolus or basal deliveries occurred during monitoring period. No unexpected delivery anomalies noted during testing. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.